Event description:
It was reported that the patient had an episode earlier in the year when she lost consciousness and injured herself. She was not sure if she hit the interstim device. Recently the patient experienced a shocking sensation over the ins site that occurred when stimulation was on. The patient stated that it happened 3-4 times a day and made her knees buckle. The sensation went away when the device was turned off. The hcp planned to try to reprogram, but noted that if the side effect continued it likely meant that the lead was in the wrong position, and the whole system would need to be replaced. A week later it was reported that the patient was on vacation in the ocean and was hit in the back by a wave. She took a tumble and afterwards her leg was 'drawing up' and she felt a weird sensation. In addition, the patient reported hematuria and pelvic pain. Impedance measurements were taken and it was reported that the 0 and 1 conductors were both broken. It was noted that the estimated battery longevity was 5-20 months, and the hcp decided to replace the entire system. The hcp planned to do a cystoscopy prior to replacing the interstim to make sure there was no erosion of the patient's sling or any cause for the hematuria.

Manufacturer narrative:
(B)(4). Lead, model 3093-28, lot# v295464, implanted: 2009 (B)(6), explanted: unk; programmer, model 3037, serial# (B)(4).